Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was not working. The patient stated that before they were implanted they had severe pain and then after implanting the ins, it worked for about 70% of their pain. For the last couple of days they had been in the same pain as they were before they had the ins implanted. They were not feeling stimulation. The patient had not had any recent falls or trauma. It was confirmed stimulation was on. The patient changed to group b and when they changed groups, it zapped them. The patient tried to increase their stimulation and then switched back to group a and increased their stimulation in group a and adjusted program 1 from 3.2 to 3.6. The patient also mentioned that when they go to bed and lay in the wrong position, the ins zaps them and then they move to a different position. The patient noted it had  been going on since they were implanted and now for the last 2 or 3 days, they turn the ins off at night so they can sleep in any position. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.